Manufacturer narrative:
Additional info received on 02 oct 2020: b5: the reporter indicated that a 13.2mm, micl13.2, -13.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to lens tear/break before/during loading. It was reported that a replacement lens was implanted. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted. H6- work order search: no similar complaint type events were reported for units within the same lot. H3- device evaluation : lens was returned in liquid, inside a vial. Visual inspection found the optic and one of the haptics torn. Residue on lens surface was also observed. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, micl13.2, -13.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. It was reported that upon implantation it was noted that the lens was torn. The lens was removed, and the backup lens was implanted within the same surgery. There was no patient injury. Claim # (B)(4).

Manufacturer narrative:
Unk, unk, unk, unk, unk, unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A 13.2mm, micl13.2, -13.50 diopter, implantable collamer lens was returned damaged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.